Manufacturer narrative:
Additional information: analysis of the returned device shows that visually confirmed the screw is fractured at the base of the screw. The fracture surface appears to emanate from the root of the thread tooth inward, is roughly parallel with the root of the tooth angulation, follows the thread, and has shear lines on the fracture surface. The associated nuts are missing and not returned for analysis. The above observations in addition to the timing of the fractures (during tightening, per the event information), are consistent with torsional overload.

Event description:
It was reported that a patient underwent a plif procedure at levels l3/l5. During surgery the implant broke and was removed. No fragment of the product remained in patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.